Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with diabetic ketoacidosis. The cause was unknown, however healthcare provider reported that customer's cartridge was empty and depleted of insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.